Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a left common femoral vein was attempted using a proglide device with an 8.5f sheath after an electrophysiology interventional procedure. Reportedly, the proglide device suture was stuck on the o-ring and would not release after deployment. Resistance was felt during removal of the device, therefore, manual manipulation of the suture and proglide device was performed to allow for device retrieval. The suture was salvaged and was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned and analyzed. The reported ¿suture was stuck on the o-ring and would not release after deployment¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU violation contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.